Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The unit passed all testing.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 produced a pressure fault error. The tubing was replaced multiple times but the same event occurs. No patient affect.